Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an upgrade procedure a few days post implant out of range pacing impedance measurements were noted on this right ventricular (rv) lead as well as an increase in pacing thresholds. The patient was pacemaker dependent. An intervention was performed and during testing with a competitor analyzer normal pacing impedance measurements were noted in the bipolar configuration as well as the unipolar configuration. A displacement of the ring of the rv lead was evident when the lead was removed. A request for further review was sent to boston scientific technical services (ts). A new lead was implanted with the existing device. It was noted that during the implant the patient experienced ventricular tachycardia which was terminated during the procedure and is awaiting a heart transplant. No additional adverse patient effects were reported. This rv lead was surgically abandoned and left inside the patients body, and will not be returned.